Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse). The fse identified there was a burned debris shield, which he replaced. The laser console passed full functional and electrical safety testing. The fse did not detect any burned smell but it is possible that the burned debris shield could have emitted the burn odor at the time it was damaged. The identified malfunction could have affected the device performance leading to the event experienced by the customer. Based on the analysis results, the reported clinical observations were confirmed as replacing the debris shield resolved the issue. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that there was a burning smell coming from the laser. The fiber was burned due to the debris shields being burnt. The procedure was not completed, and was rescheduled. There were no patient complications.

Event description:
It was reported that there was a burning smell coming from the laser. The fiber was burned due to the blast shields being burnt. The procedure was not completed, and was rescheduled. There were no patient complications.